Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 27 mg/dl. No symptoms were reported at the time of the incident. Customer did not state how they treated low blood glucose. Troubleshooting was declined. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.